Event description:
It was reported that a patient underwent a gynecological procedure on (B) (6) 2009. Prior to first use, the blade would not rotate on the disposable handpiece. This occurred out of the package. Another device was used to proceed with the procedure with no adverse patient consequences.

Manufacturer narrative:
(B) (4) - blade will not rotate: prior to first use: conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.